Event description:
Boston scientific received information that six months post implant the right ventricular (rv) lead exhibited an increase shock impedance measurement, however, it was still within range and there was no noise present, thus the physician opted to monitor the patient. Additional information was received that the remote home monitoring system issued an alert for a high out of range shock impedance measurement approximately five months later. Review of the data revealed that the shocking lead impedance had been increasing since implant. Boston scientific technical services (ts) was contacted and discussed obtaining an x-ray and performing other troubleshooting techniques to assess the integrity of the lead. The field representative noted that the physician is waiting until the patient's scheduled follow-up appointment to evaluate the lead in the clinic. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.